Event description:
It was reported that the user experienced hypoglycemia after announcing a meal, with a documented glucose value of 39 mg/dl and was advised to perform a factory reset of the device, which the user elected to do independently. Investigation included troubleshooting and user education conducted by support personnel. Further investigation of this case revealed no device malfunction identified through remote troubleshooting. The user reported symptoms included irritability which may be associated with low blood glucose. Outcomes included the use of oral glucose to treat the event. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear and that user-led factory reset was recommended as a corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.